Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to heart attack.

Event description:
Dexcom was made aware on 07/29/2016 that the patient experienced a heart attack on (B)(6) 2016. The patient was at church and her chest started to tighten up. Patient was also sweating and feeling nauseous. The patient told her husband how she felt and he drove her to the emergency room. The patient was then transported via ambulance to a separate hospital, and remained there for 5-6 days as her heart was working at only 20%. The patient went to cardio therapy and was given blood thinners and other medications. There was no alleged device malfunction. At the time of contact, the patient was doing well. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.